Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving morphine (1 mg/day; concentration unknown by reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the pump was explanted 3 weeks after implant due to an infection; it was unknown if the catheter was also explanted. The patient did not know what kind of infection it was, but stated that the hcp (healthcare professional) "left me infected 3 times" and he was in the hospital for 40 days. The patient informed the hcp that the pump was infected and he had to go back to the hcp 3 times because it "broke open". It took 2 hours to implant and 9 hours to clean out the infection and remove the pump. The infection spread to his lungs as well. The symptoms had come on suddenly in (B)(6) 2015. The onset date, additional details regarding the infection, diagnostics performed, actions/interventions taken, and the cause of the infection were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.